Manufacturer narrative:
(B)(4). Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 19996780. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 20248261. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19796221.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure where the entire system was replaced. The patient was doing well post operatively.